Manufacturer narrative:
Tandem quality engineer evaluated pump data for the low bg and concluded the following: low bg level was confirmed on (B)(6) 2017. Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments or bolus requests. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 62 (mg/dl) at the time of the event. The cause of the low bg level was unknown however, the customer declined troubleshooting with tandem technical support. Carbohydrates were consumed to address bg level. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction alarm was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.